Manufacturer narrative:
Eval: results - the returned device communicated with the lab equipment. Inspection of the returned ipg revealed minor scratches on the can. As returned, a terminal end electrode remained in the upper header port. The electrode was removed and the port was functionally tested with a lab lead. The port functioned as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 4: reference MFR report numbers: 1627487-2011-09186, 09187, and 09188. The pt received the scs system on (B)(6) 2010. It was reported the pt had leads needed to be replaced for adequate bilateral lower extremity coverage and the lead migration of the peripheral lead. The pt was in a functional restoration program. During the revision procedure, one of the contacts from one of the leads was obstructed in the ipg header leading to the implanted ipg to be replaced with a new ipg. Pt reported adequate coverage post-operative. No further pt complications were reported.